Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. The patient was hospitalized and treated with intraperitoneal injection of fortum (500 mg per bag, duration not reported) for the event. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.